Event description:
It was reported to philips that the system geometry module was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the planned, non-emergency procedure that was to occur at the time of the event was completed as planned. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the rubber of the geometry motion module was cracked. The fse covered the module in a protective plastic bag. It was noted that there were no issues with moving the system. The system was operating as intended and no problem was found associated with the geometry module not working. The system remains in use in good working order. The codes were updated based on the investigation outcome.